Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that revision surgery was performed due to increasing cobalt and chormium levels and progressive lysis in the femur & acetabulum.